Event description:
The pt reportedly experienced a loss of lock with her internal device. In addition, the pt also reports intermittencies with her device. External equipment was exchanged; however, this did not resolve the issue. Testing of the device showed that it is functioning. Surgery to explant the pt's device will be scheduled.